Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that a cause of the out of range impedances was not determined. It was reported that the patient was re-programmed using case combinations that were not out of range to resolve the issue. The patient was instructed to keep a ¿bsd¿ and follow up with a physician. The rep reported that a revision was discussed, but the patient did not want to go back to the operating room and wanted to try reprogramming first. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lack of efficacy and their 4 programs in their programmer were maxed out to 8.5a. An impedance check showed out of range for all combinations except case -0, case -1, case -2, and case -3. Reprogramming was done using case +, and new programs were added. It was noted that the patient may need a lead revision. It was noted that no falls were reported. The patient reported they had relief in bowel symptoms, but not urinary symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.